Event description:
It was reported that at a scheduled follow-up, capture difficulties and decreased impedance were detected. Changing polarity caused muscle stimulation, so the lead was replaced. No patient complications were reported as a result of this event.